Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, three openings on the anterior and posterior. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the posterior and two openings striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one crease smooth opening on the posterior due to fold flaw opening. Two striated openings due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.